Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted (lot no. 12264291,12265646) for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as fibrillation atrial, bipolar disorder, hypertension, asthma and depression. Concomitant products included combivent (ipratropium bromide;salbutamol sulfate), cymbalta (duloxetine hydrochloride) and prozac (fluoxetine hydrochloride). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraine") and headache ("headaches"). An unknown time later she experienced infection ("frequent infection"). The patient was treated with ibuprofen, albuterol [salbutamol], metoprolol and sotalol as well as surgery (essure removal). Essure (ess205) was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: plaintiff sought treatment for her symptoms anticipated or scheduled date: 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] in 2005: result: total bilateral occlusion. Batch number: 12264291 man date: jul-2004 exp date: jul-2006. Batch number: 12265646 man date: jun-2004 exp date: may-2006. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2019: pfs received. Aka name added. Event onset date were added. Treatment and concomitant medications were added. Event severity added for: pelvic pain. Medical history added. Lab data added. In addition, date of removal was added. This case is being submitted retrospectively following an internal review we received lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12264291,12265646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, asthma, hypertension, bipolar disorder and fibrillation atrial. Concomitant products included duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) and ipratropium bromide;salbutamol sulfate (combivent). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced infection ("frequent infection"). The patient was treated with ibuprofen, metoprolol, salbutamol (albuterol), sotalol and surgery (essure removal). Essure (ess205) was removed in 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, infection, vaginal haemorrhage, heavy menstrual bleeding, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms. Anticipated or scheduled date: 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2005: result: total bilateral occlusion. Lot number:12264291. Manufacture date:2004-06. Expiration date: 2005-11. Lot number:12265646. Manufacture date: 2004-06. Expiration date: 2005-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. We received lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.